Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds and high impedance were noted on the pacing lead post operatively. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.